Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388, crdm non-defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the physician noticed that the insulation of the right ventricular (rv) lead was compromised. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.